Manufacturer narrative:
Conclusion: the device was not returned for analysis. During the review of the lot it was noted that 3 units were rejected due to the defect of delamination in tip and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The resistance between the envoy catheter and the cordis sheath and distal tip catheter damage could not be confirmed without product return for analysis. Based on the information provided, it is not possible to determine the root cause of the event; however, the concomitant non-cordis microcatheter may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, an envoy catheter (67025690b/ 17641208) would not advance up the cordis sheath. When it could advance, it was stiff and caused the envoy to split/crack at the tip. No additional information could be provided.